Event description:
It was later reported that computed tomography angiograph (cta) of the head was used to diagnose ischemic stroke. The event was treated with anticoagulation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigatoin is completed.

Event description:
It was reported that the patient suffered a cerebrovascular accident (cva) post heartmate 3 implant on (B)(6) 2023. The patient presented as stable with a slight speech deficit, right upper extremity weakness with poor fine motor movement. The patient was recently discharged and was recovering via inpatient rehabilitation center.